Manufacturer narrative:
Concomitant medical device: dtba1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had oversensing on the atrial channel, noise and false detections of atrial tachycardia/atrial fibrillation (af). The lead is still in use. No patient complications have been reported as a result of this event.